Event description:
This record is for the left side. The device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, "breast implants with abundant folds without pathological significance" via MRI. Healthcare professional later reported "signs of intracapsular rupture." The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "left side capsular contracture baker grade iii" ,"breast implants with abundant folds without pathological significance." And "in the left breast a nodule is observed." Healthcare professional later reported "signs of intracapsular rupture" healthcare professional later reported ¿majority of reported cases of anaplastic large cell lymphoma are linked to this brand. The patient is emotionally affected and requests the removal and replacement of the implants.¿ the device remains implanted.

Manufacturer narrative:
Sn: (B)(6) - lot number: 01448 ¿ catalog number: 27-110211. Sn: (B)(6) ¿ lot number: 01442 ¿ catalog number: 27-110181. Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the device. ¿ crease / folding of implant: no observed. ¿ lump/nodule: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.